Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to irregular texture include, but not limited to; difficult insertion, patient femoral vessel/ anatomy variables or aggressive manipulation during insertion. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an venotomy closure of the right common femoral vein was attempted with a prostyle device after an ablation interventional procedure using an 8f sheath. Reportedly, as the device was advanced on the guide wire, the suture was noted to come out of the device. The device did not enter the patient anatomy. An additional prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.